Event description:
The customer reported via phone call that they had low blood glucose of 54 mg/dl. Insulin pump had multiple insulin pump error. Customer was able to clear the alarm and rewind the insulin pump. Fill cannula was recorded in daily history. Self test was performed and it was passed. It was unknown that auto mode feature was active or not at the time of event. Troubleshooting was performed. The customer will continue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.